Event description:
Boston scientific received information that this patient required a pocket revision due to erosion of an implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) defibrillation lead.

Manufacturer narrative:
A revision procedure was successfully performed, during which the incision wound was cleaned, the device was re-implanted, and the patient was given antibiotics. No adverse patient effects were reported as a result of this observation, and available information suggests that these products remain implanted and in service at this time. This event will be updated if any additional information becomes available.